Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge was filled with 300 units of insulin. A new cartridge was loaded resolving the alarm. There was no reported adverse impact to the customer's blood glucose level.